Manufacturer narrative:
Device will not be returned.

Event description:
A report was received that the patient was admitted to the hospital due to an infection at the ipg site. The ipg was explanted and the patient was treated with medication. The event is considered resolved. Additional information was received that prior to admission to the hospital, the patient complained of chest and abdominal pain in the area around the ipg as ell as subthalamic stimulation leads. The patient was treated with antibiotics and a decision was made to explant the ipg and replace it a new ipg. The physician noted a discrete redness around the abdominal scar. During the procedure the presence if pus was noted in area around the ipg and leads. The ipg was replaced and the patient was treated with IV and oral antibiotics for a duration of six weeks. The patient has recovered and the event is considered recovered.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device will not be returned.

Event description:
A report was received that the patient was admitted to the hospital due to an infection at the ipg site. The ipg was explanted and the patient was treated with medication. The event is considered resolved.